Event description:
The event is reported as: the customer alleges that the tethered cap, opposite end of circuit from red cap, will not stay affixed to the port.

Manufacturer narrative:
It is unk if the device was in use on a pt. The DHR (device history record) was reviewed and showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material.